Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient had a lead revision to relieve pain in her back. The physician reported some blood in the transition sleeve of the paddle. The lead is covered in its own sheath, so the physician chose to leave the lead implanted and just reposition it.